Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient underwent radiotherapy in summer 2016. Upon interrogation, the pacemaker was found in standby mode. The reinitialization was successfully performed. No anomaly was observed during the follow-up.

Event description:
Reportedly, the patient underwent radiotherapy in (B)(6) 2016. Upon interrogation, the pacemaker was found in standby mode. The re-initialization was successfully performed. No anomaly was observed during the follow-up.